Event description:
It was reported that the patient was connected to the mobile power unit (mpu) and experienced a loss of external power alarm on the system controller that stated to connect power. The patient switched over to batteries when they received the alarm. The ventricular assist device (vad) team was contacted several hours after the event. At the time of that phone call, the patient denied any issues with the power cord. It was the power cord provided from abbott. The patient said that the power cord was not loose at the wall outlet or from the unit itself. They denied losing any power to precipitate the event. The patient was given a new mpu the following day.

Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) not powering on as intended was confirmed. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power it was noted that the mpu did not power on, confirming the reported event. The issue was traced to the power supply assembly. The customer approved the unit to be scrapped. The mpu was returned to the product performance engineering group for further analysis. The unit was connected to ac power, but did not power on. It was found that a transistor on the power supply assembly was electrically shorted. The root cause of the reported event was determined to be due to a damaged transistor on the power supply assembly. The root cause of the damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.